Event description:
It was reported that during use, sterile water leaked from the foley catheter shaft was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, sterile water leaked from the foley catheter shaft was found.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector. Visual inspection noted a hole in the catheter shaft measuring (0.050 inches) and (0.1490 inches) from the trifurcation. This does not meet specification per ip7602052, revision 16 which states; the transition between the tube and the funnel must be smooth and fully adhered to the tube, funnel must be complete without damage or scratches. The labeling is found to be adequate to fulfill s03fa211 revision 25. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.